Manufacturer narrative:
The hospital biomed performed a checkout of the equipment and a review of the logs. The unit was found to function within manufacturer's specifications. The unit was returned to service. Customer contact reports there is no patient information available. (B)(4).

Event description:
The hospital reported that, during a case, the unit alarmed 'no fresh gas flow'. The clinician reportedly switched to manual mode to maintain ventilation and complete the case. There was no reported patient injury.